Event description:
It was reported that both t1 and t2 deploy together. No patient injury reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the insertion needle is bent on two planes. No suture or ts remain on the insertion needle or were returned. Device was functionally tested for proper actuator advancement and cycling, device did not function as intended due to the bent needle.